Manufacturer narrative:
(B)(4).

Event description:
Patient contact dexcom on (B)(6) 2015, to report a hospitalization that occurred on (B)(6) 2015. Patient reported hospitalization was related to diabetic ketoacidosis (dka). Patient was wearing dexcom sensor at the time of the reported event. Patient does not feel that the reported event was related to his continuous glucose monitor (cgm). No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of diabetic ketoacidosis (dka).